Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation but the evaluation has not yet been completed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's system board was replaced and software was reloaded to address the issue.